Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). Initial reporter telephone number: (B)(6).

Event description:
It is reported that the physician placed a spider f x filter wire in the sfa of the patient. A 2.0 otw laser was inserted. 1st pass at 60/40 was successful. 2nd pass at 60/80, the laser became 'stuck' on the wire. The physician was unable to advance or retract the laser. The laser and filter wire were removed as a unit from the patient intact. Case continued without any further difficulties. No patient injury is reported. Evaluation summary: the capture wire was received without the catheter or any ancillary devices or cine images from the procedure. The width of the filter indicates that it is a 6mm filter device. The ptfe coating exhibited several regions of damage. The distal-most damage exhibited a textural folding of the ptfe. The rest of the damage appears to be bare spots on the stainless steel core. The borders of the damage were irregular and intermittent. There appeared to be some heat discoloration of the metal within the bare spots.